Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
In reporting a revision of the patient's right hip on (B)(6) 2020, rep provided documents for a prior revision on (B)(6) 2019 due to shell loosening. Reporting rep for (B)(6) 2020 procedure was not present for the (B)(6) 2019 procedure. A shell, screw, liner, and femoral head were revised to a shell with 4 screws, a new liner, and a ceramic head with sleeve. There are no allegations against the revised liner or head.